Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt clearvue catheter was returned for evaluation. An initial visual observation of the photograph showed a large split in the catheter tubing near its proximal end. Use residue was observed on and within the sample. No details of the damage could be discerned from the returned photograph, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during intravenous infusion via PICC line as directed from (B)(6) 2025, swelling was observed in the patient's right upper limb above the PICC insertion site, accompanied by reported pain. With arm circumference increasing from 26 cm to 30 cm. Infusion was immediately discontinued. Under sterile technique, the catheter was slowly withdrawn, revealing multiple micro perforations along the PICC line. Following medical orders, the PICC line was removed. Upon inspection, the catheter was fully extracted, showing three additional small ruptures beyond the micro perforations.